Event description:
The device was used during a laparoscopic hernia repair. Clips are faloing out. There was no consequence to the pt.

Manufacturer narrative:
H6: code 100(other): device was examined and was found to be functional, and fired the remaining staples without incident. H4:d5: information unavailablebased upon the inquiry information received, the visual examination and the functional test, it was concluded that the instrument was conforming with regard to staples feeding, firing and forming. The instrument was received with excessive dried body fluids in the cartridge assembly and with the tube bent. The instrument was examined, was found to be functional, and was cycled and fired the remaining 5 staples without incident. No conclusion could be reached as to why the reported instrument's "clips are falling out" during surgery. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly.